Event description:
It was reported following a three hour cardiac ablation procedure, the patient developed a skin abrasion on her back. Following the cardiac catheter ablation procedure, the patient was noted to have a red and blistered skin abrasion on her left lower back at the area of the rf return patch placement. The ablation procedure was performed with the use of a therapy cool flex catheter, a non sjm universal electrosurgical pad, and a sjm (B)(4) cardiac ablation generator with settings of an average of 30watts with a maximum of 40watts, impedance of approximate 110ohms and a total ablation time of 24 minutes. Follow up information revealed it is undetermined if the skin abrasion may have been due to an allergic reaction to the non sjm universal electrosurgical pad.

Manufacturer narrative:
The generator was not returned for evaluation. However, review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported skin abrasion remains unknown.